Event description:
It was reported that the customer passed away, and the cause of her death is pending. It was stated that the customer was in a car accident a few days prior to the event. The spouse stated that the customer was having heart problems caused by her diabetes. It was stated that the customer was hospitalized for high blood glucose, she was released in the afternoon, and hours later, she passed away. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the spouse did not want to return the device, and he will donate it to a local medical center. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.